Manufacturer narrative:
A 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22016305. The feedback provided by the customer indicated bounceback issues were detected upon connecting the smartsite component with an unknown luer slip syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22016305 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user. Do not leave slip luer syringes unattended". A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e china product.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml the connector spontaneously disconnected. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the morning infusion replacement process of the needle-free sealed infusion connector, the needle-free sealed infusion connector will pop open when the syringe is connected to the smartsite for venting.

Manufacturer narrative:
The following fields were updated due to correction. G4: date received by manufacturer changed from 08/18/2022 to 08/03/2022.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml the connector spontaneously disconnected. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the morning infusion replacement process of the needle-free sealed infusion connector, the needle-free sealed infusion connector will pop open when the syringe is connected to the smartsite for venting.